Event description:
The customer reported that when attempting to open the drawer 1 of the atellica sample handler prime, they observed a spark flash beneath the drawer. There was no visible smoke or flames due to the event. The customer did not experience an electric shock, and no injury was reported due to the event. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that they observed a spark flash when they opened the sample drawer of the atellica sample handler prime. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, verified that there were no exposed wires or potential contact with a circuit board or exposed connector, and redressed the wiring harnesses under drawer 1 to ensure that they would not catch on the drawer components when opened or closed. Siemens further evaluated the event and concluded that the improperly dressed wire under drawer 1 that was snagged or came in contact with a moving part during the opening of the drawer, potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.